Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hemodialysis clinic nurse manager reported that the drain fluid was tinged with blood as patient was being dialyzed. The treatment was stopped, the machine was rehung, and patient was able to complete treatment. The patient was also given an antibiotic after treatment was complete. Additional follow up revealed the patient was connected to a 2008k hd machine when the blood leak was observed. The serial number was unknown. The 2008k hd machine generated a blood leak alarm approximately 8 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) and blood flow rate (bfr) were not able to be provided. (B)(6) stated the bloodlines used were not fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. Per manager the blood in the drain fluid was noted as being tinged with blood during treatment. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was unknown. Per manager the blood leak was visually observed and a blood leak test strip was not used. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine. The patient dialyzed 3 times a week. Per manager the sample was available for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. During gross visual examination of the sample, there were no defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test and a steady flow of bubbles (indicating a leak) was emanating from the non-cavity ID end potting cut surface. The dialyzer was then subjected to destructive disassembly to isolate the leak found during bubble point testing. Upon removal of the fiber bundle, a broken fiber was noted at approximately 235° with the dialysate ports at 0°. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed an internal leak on from a broken fiber of the dialyzer. The complaint has been deemed confirmed.

Event description:
A hemodialysis clinic nurse manager reported that the drain fluid was tinged with blood as patient was being dialyzed. The treatment was stopped, the machine was rehung, and patient was able to complete treatment. The patient was also given an antibiotic after treatment was complete. Additional follow up revealed the patient was connected to a 2008k hd machine when the blood leak was observed. The serial number was unknown. The 2008k hd machine generated a blood leak alarm approximately 8 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) and blood flow rate (bfr) were not able to be provided. (B)(6) stated the bloodlines used were not fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. Per manager the blood in the drain fluid was noted as being tinged with blood during treatment. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was unknown. Per manager the blood leak was visually observed and a blood leak test strip was not used. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine. The patient dialyzed 3 times a week. Per manager the sample was available for evaluation.